Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that the insulin pump alarmed motor error during the manual prime process. Troubleshooting was performed. The customer stated that the device was exposed to an MRI. Explained the customer that the insulin pump should not be exposed to certain environments. Attempted to complete the displacement test, but the customer did not have another reservoir to complete the test. However, she would like to empty a reservoir and complete the testing, but advised her that it will compromise the test results. The customer insisted to perform the displacement test, but it did not pass. Advised the customer to discontinue use the insulin pump and revert to back up plan. No further information was provided.